Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell three of four. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the care giver to end the therapy and remove the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing included leak testing, clear passage test, clamp function test and device to device interaction testing. No issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.